Event description:
The duodenovideoscope was returned to the service center for an unrelated issue. However, MDR reportable failures were found during testing at the service center. During inspection of the device, it was noted that the lens was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.